Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the pink safety of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke off while it was being activated over the needle. No injury or medical intervention reported.